Event description:
This lead was implanted on (B)(6) 2002 amd remains implanted at this time. A call placed to technical services on (B)(6) 2013 states that they are putting in new rv lead due to intermittent capture. They saw asystole but don't know if > 2 sec. Patient was seen in the ER over the weekend. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).